Manufacturer narrative:
E1 - event site name - (B)(6) hospital. E1 - event site postal code - (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during cardiac surgery, after switching a cardiosave intra-aortic balloon pump (iabp) to another cardiosave unit, there was an autofill failure and saline entered the unit. There was a patient involved, but no harm was reported. Heparinized saline solution had been injected into the gas tube side by a nurse. Because liquid contamination was confirmed inside the device, it was replaced with a third cardiosave unit and treatment was continued with no further issues.